Event description:
Customer complaint - limited data available . I have a might bliss blue 12x24 heating pad. I plugged it in yesterday and turned it on. Within 30 seconds a large spark came from the outlet. I yanked the cord out and there was a burned smell. The heating pad no longer works. Model na-h21b.

Event description:
Customer complaint - limited data available. The customer complained that a large spark came from the outlet when the heating pad was plugged in. The heating pad no longer works and produced a burning smell.